Manufacturer narrative:
The customer's reported complaint description of catheter had disconnected from the port (shortly after port placement procedure) could not be confirmed since no port/catheter complaint sample was returned to angiodynamics. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Device history record review of the packaging, assembly and component lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Labeling review: the directions for use (dfu, 14600340-01) is provided in the port kit and contains the following directions and precautions: absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. A blood return should be present prior to usage of device for any therapy or testing. If the patient complains of pain, or there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Precautions to avert device damage and/or patient injury during catheter placement: carefully follow the catheter to port connection technique provided in the dfu to ensure proper device connection and to avoid catheter damage. Assure tight connection between port body and catheter. Potential complications use of an angiodynamics port system involves potential risks normally associated with the insertion or use of any implanted device or indwelling catheter including but not limited to: air or catheter (or catheter fragments) embolism. Catheter occlusion, malposition, dislodgement, fragmentation, migration, disconnection or rupture. Connecting the catheter a. Place catheter lock onto catheter. The catheter lock is bi-directional and can be mounted on the catheter in either direction. B. Trim the catheter to proper length at a 90° angle allowing sufficient slack to permit body movement, port connection and verify that the catheter is not kinked. C. Advance catheter over port stem to the midway point, slightly past the barb. D. Advance catheter lock until it engages with tactile and/or audible feedback. Note: to ensure proper assembly of port and catheter lock connector, a minimal gap (less than 0.5 mm) is expected. Note: if the catheter and locking collar are connected and then disconnected, the catheter proximal end must be re-cut to ensure a safe re-connection to the port. Precaution: prior to advancing the catheter lock connector, ensure that the catheter is properly positioned. A catheter not advanced to the proper region may not seat securely and lead to dislodgement and extravasation. The catheter must be straight with no sign of kinking. A slight pull on the catheter is sufficient to straighten it. Advancing the catheter lock over a kinked catheter may damage the catheter. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4) .

Event description:
A surgeon reported an issue with an 8f low profile plastic vortex port detached poly catheter filled sh valved introducer. After port placement, the patient was sent to the pacu and when a health professional attempted to access the port, the catheter was found to have dislodged into the patient's svc. Ultimately, the patient required removal of the catheter from their svc. Despite multiple good faith efforts, no further details have been obtained.